Event description:
During service, the baxter repair tech reported a fail code 531. The hosp rep stated that there have been no records of any pt incident involing this pump since the last baxter service event.